Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report of "inappropriate shut down" was not replicated or confirmed. The report of "fails self test for defib and pace functions" was observed in the device data logs. However, the device was put through extensive testing including bench handling and stress testing without duplicating the report. The processor/bridge/pace board, the ECG board and a system interconnect cable were replaced as a precaution. The battery lug nuts were tightend as a precaution. The device was recertified and returned to the customer. The battery used during the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down and failed self-test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down and failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.